Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
On the literature article named "radiologic outcomes of intramedullary nailing in infraisthmal. Femur-shaft fracture with or without poller screws", it was reported that, during the treatment of patients with infraisthmal femur-shaft fractures with trigen tan nail fixation, one (1) patient who underwent nailing with poller screws developed an oligotrophic nonunion (B)(4) with distal locking screw breakage ((B)(4). Two weeks after initial surgery. The patient underwent distal interlocking screw reinsertion where 2 additional poller screws were inserted. The union was achieved 18 weeks later, but it is unknown if this time frame is related to the initial surgery or the second procedure.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post-operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.